Manufacturer narrative:
Date of event:event date is approximate, month and year are valid. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via healthcare professional (hcp) regarding a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/ pelvic floor. While an hcp was with the patient, it was reported that the patient was trying to recharge. Every time they tried to connect it would connect and give battery level of 20%, but then right after that it would go to searching for device. Technical services had the hcp turn off wifi, eventually turned volume off, but  the wireless recharger (wr) still responded the same. The patient reported getting the same response last week at home where they got the connection, but then it would go to searching for device. At one point during the call the hcp did report an error (B)(4). The hcp assessed the pocket, and noted that it didn't feel as if the implant was too deep; however, they were not able to feel all the edges of the implant. Hcp reports there is adipose tissue, but ins feels pretty solid rather than loose inside. After the hcp repositioned the wr multiple times in different locations, they were still getting connection but then it went to search for device. Technical services recommend an x-ray to check, especially lateral view, to see if the implant depth might be an issue and for the possible tilt of the implan t. Technical services told the hcp that if the x-ray shows the implant not too deep and tilt is fine, then another wr could be used to try. At this point technical services thinks implant depth and tilt might be the cause of recharging issue. There were no patient complications reported as a result of this event. Additional information was received from a consumer via a manufacturer representative. It was reported that they had spent approximately 1.5 hours recharging and the ins charge level was about 50%. The caller used their recharger with the same results. The caller reported that the ins may be tilted and that that they could only feel one side of the ins and that it was implanted approximately 1 inch deep. The patient was getting 'ok' recharge when lying on their side, which was somewhat uncomfortable. The following error codes were seen during recharging: (B)(4). There was going to be a possible discussion with the patient's physician on the pocket revision or possible conversion to a non-rechargeable ins. Because of the 2702 error code, technical services reached out to the rep to have them try to reset the patient's recharger.

Event description:
Additional information was received from a manufacturer representative (rep). The rep reported c-arm x-rays were taken in the office. The device was tilted in the pocket. It was implanted horizontal and had tilted on its side. The micro ins was implanted in the same pocket as previous device, but the doctor aligned the ins in a vertical position and slid the micro battery in vertical above the incision. The 2707 <(>&<)> 3167 error messages seen occurred with both rep's recharger and the patient's.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). The rep reported that the patient had undergone a pocket revision for this issue and the issue had been resolved. The device had been slightly too keep on one side and had turned on its side, which was not allowing a secure charging area.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.